Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela infrarenal, an afx vela suprarenal and an afx limb stent graft. Approximately one and a half (1.5) years post initial procedure, the patient presented with back pain, an expanding aneurysm sac (unknown diameter) and a suspect type iiia endoleak. The physician elected to treat the patient by implanting two (2) additional afx vela infrarenals on (B)(6) 2022. The endoleak was successfully resolved and the patient is reportedly doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx2 type iiia endoleak, aneurysm enlargement (of 22mm) and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. No procedure-related harms were identified. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as discharged home on postoperative day two. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3 awareness date: h6 health effect - clinical code; remove 1924. H6 medical device problem codes; remove 3191. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.